Event description:
Rptr has seen numerous occurrences of "plastic fibers and medical grade lubricant" on insulin syringe needles over many years of use. She has reported her findings to the MFR numerous times and their response is that the material is on anticipated part of the production process.